Event description:
The pt's parent reported that the pt had collapsed sometime in 2002 while at school. Pt's blood glucose was 153 mg/dl on the suspect device prior to the event before lunch. The school called an ambulance and the emt's checked pt's glucose at 40 mg/dl. Pt was taken to the hospital and monitored. Specific treatment is unknown. Level 1 glucose control was used on the system and the control was within range. The suspect device was replaced with new product and then authorized for return to the MFR for eval.